Event description:
It was reported that during battery replacement on an external pulse generator (epg) once the battery was placed in the epg the pacemaker screen ¿went blank¿ and the patient¿s monitor showed asystole. The patient¿s arterial waveform went flat. The staff quickly changed to the back-up epg and no further patient complications have been reported as a result of this event. Additional information provided noted that the device was tested by the biomed department and the problem was unable to be reproduced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).